Event description:
It was reported that after a thyroidectomy procedure, six hours later, there was bleeding at inferior artery that was only 2mm, so the doctor did re-operate.

Manufacturer narrative:
(B)(4). The device was returned in good condition. The device was tested with a generator and was functional. The cutting of test media performed as expected. There were no anomalies noted with the functionality of the device. The reported incident could not be recreated nor confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: was the fcs9 used on the inferior artery? How much blood was lost? (Cc's). How was the bleeding controlled in the 2nd procedure? (What instruments were used, or sutures?) Was a transfusion required? Was the patient up and walking around when the bleeding occurred? Had the patient coughed prior to the bleeding? Did the patient present with neck swelling, neck pain, and/or signs and symptoms of airway obstruction (eg, dyspnea, stridor, hypoxia). Was the patient up and walking around when the bleeding occurred? Had the patient coughed prior to the bleeding? Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the patient's pre-op hemoglobin and hematocrit? What was the patient's post operative hemoglobin and hematocrit? What is the current patient condition? Please clarify the event date, as the form states that the event occurred on (B)(4) with the reporting being completed on (B)(4).

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent additional information received: was the fcs9 used on the inferior artery? Right inferior vein. How much blood was lost? (Cc's) unknown. How was the bleeding controlled in the 2nd procedure? (What instruments were used, or sutures?) Suture. Was a transfusion required? No. Was the patient up and walking around when the bleeding occurred? Yes. Had the patient coughed prior to the bleeding? Yes. Severe cough in the middle of the hall, at the hospital. Did the patient present with neck swelling, neck pain, and/or signs and symptoms of airway obstruction (eg, dyspnea, stridor, hypoxia). Neck swelling. Was the patient up and walking around when the bleeding occurred? Yes. Had the patient coughed prior to the bleeding? Coughed. Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Unknown. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. No. Does the patient has a known coagulation disorder? No. Has the patient taken any steroids? No. What was the patient's pre-op hemoglobin and hematocrit? Unknown. What was the patient's post operative hemoglobin and hematocrit? Unknown. What is the current patient condition? Well cared and discharged.